Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider stated that the cause of the motor stall was a new programming. The motor stall occurred on (B)(6) 2024 and recovered on same day at 8:15 am.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving bupivacaine (did not ask mg/ml at did not ask mg/day) and fentanyl (did not ask mcg/ml at did not ask mcg/day) via an implantable pump for unknown indications for use. It was reported that this was the first time programming a pump since updating with the new software. The healthcare provider (hcp) stated that there was a motor stall and motor stall recovery alert. The hcp asked the patient and the patient stated that they have never had magnetic resonance imaging (MRI) since they had the pump. The patient stated that they had not had an MRI in over two decades. The technical services (ts) explained the reason for the alert and reviewed software changes. The ts reviewed silencing active alerts from the home screen. No active alert banner was being seen at the time of the call.